Event description:
Initial report was that the wound expanded and then thinned to a point of concern. The patient was referred to his neurosurgeon for further follow-up. Review of device history records indicated that both generator and lead were sterilized and passed al quality inspections prior to distribution. No additional relevant information was received to date.

Event description:
Further information was received from the physician noting that the patient had returned shortly after generator replacement surgery on (B)(6) 2018 for a wound wash out surgery. This wound wash out case was successful so the generator was not explanted. It was stated that there was no sign of infection after the wound wash-out surgery. No additional relevant information was received to date.